Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 466 mg/dl. Customer stated that she got an insulin flow blocked alert. Customer stated the insulin did not exit and insulin pump alarmed insulin flow blocked. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.